Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, e2, e3, g4, g7, h2, h3, h4, h6 and h10. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the air dermatome was unable to be performed as the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical as the device was not returned for repair. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action. H3 other text : device not returned.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It has been reported that the donor sight skin is torn. The event occurred during surgery. There was no harm reported to patient and no delay.